Event description:
Caller reported an issue with incorrect time settings on a device. Blood glucose levels remained within a normal range, with no adverse impacts reported. Technical support assisted caller in updating the pump time and advised monitoring for any recurrence of the time discrepancy. The caller understood and acknowledged the advice.